Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 4 unopened and 2 open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. We have received 4 closed and 2 open packs with the thread used and broken. Tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture frays during closing of abdominal wall.